Event description:
It was reported that the event involved a male patient when inserting the introducer needle via left femoral and attempting to remove the spring wire guide (swg). It was impossible to remove the 6 fr swg from the introducer. As a result, a new kit was opened with a 5fr. Swg and was used with no problems during the removal. There was no report of patient death or complications. There was no delay or interruption in therapy noted. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.